Manufacturer narrative:
Additional information received on 07 july 2017 and includes: this was the primary surgery for the patient. The surgeon trialed with correct trial sizes without any issue. The issue occurred upon reducing of the hip. The stem and cup were left in place. The medacta liner was removed and replaced with a smaller one. Batch reviews performed on 26 july 2017. (B)(4).

Event description:
Upon reducing of the hip, the liner 28 mm would not seat properly. The surgeon used a size 22.2 mm liner to complete the surgery. The surgeon had trialed with correct trial sizes without any issue. The surgery was completed successfully. X-rays and implant are not available.